Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his blood glucose has been high, 470 mg/dl. Customer all ready did a set change and blood glucose has not lowered. Customer's symptoms were very thirsty. Troubleshooting was performed. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. High pressure test was performed and device passes. Customer removed site, cannula was not bent nor occluded. No further information reported.